Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant glucose results for 1 (B)(6) patient tested on an accu-chek inform ii meter with serial number (B)(4) compared to the laboratory. At 4:45 a.m. The result from the laboratory was 44 mg/dl. At 5:00 a.m. The result from the laboratory was 37 mg/dl. At 7:46 a.m. The result from a heel stick sample on the inform ii meter was 62 mg/dl. At 9:45 a.m. The result from the laboratory was 43 mg/dl. At 11:32 a.m. The result from a heel stick sample on the inform ii meter was 55 mg/dl. At 11:30 a.m. A sample had been obtained for the laboratory and resulted at 12:35 p.m. As 43 mg/dl. The customer believes that hospital staff did not think the meter readings were correct and fed the patient based on the results from the laboratory. There was no allegation that an adverse event occurred. Qc passed on the meter within 24 hours of this event. The meter and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Customer returned meter, strips and controls for investigation. Quality control material was tested with the returned meter, strips, and controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 43, 45, 44 mg/dl, level 2 ¿ 298, 304, 305 mg/dl. All results are within acceptable range. The product performed according to the specifications. Customer stated hospital uses amber serum separator microtainer for collection. Product labeling recommends using edta, lithium heparin, or sodium heparin.